Manufacturer narrative:
The eplex base analyzer serial numbers were (B)(6).. The investigation did not identify a specific cause of the event. No analyzer malfunction was observed, and the eplex instrument (serial # (B)(6) were working within design specifications. The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay. These issues could not be excluded by the investigation.

Event description:
There was an allegation of questionable influenza a results while using the gm eplex resp pathogen 2 panel eua assay on the eplex base analyzer. Sample 1 initial result using analyzer serial number (B)(6) was h3 subtype-only result (influenza a matrix = not detected). The sample was repeated on analyzer serial number (B)(6) and the result was h3 subtype-only result (influenza a matrix = not detected). Sample 2 was tested twice on analyzer serial number (B)(6). The initial result was h1-2009 subtype-only result. The repeat test detected both the influenza a matrix and h1-2009 subtype.